Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station application was not launching. A field service engineer (fse) confirmed that extremely long reboot times were observed by the customer on several stations and assisted technical support in evaluating e3, then confirmed that the system required enabling auto login, which was configured and tested. During reboot, the process stalled on the carefusion blue screen, prompting a call to technical support consultant (tsc) for assistance in launching the application. The fse then worked on troubleshooting login issues with the cfn admin profile by uninstalling remote support service (rss), clearing the atlas key, reinstalling rss, and reconfiguring it. Attempts to log in with the default cfnadmin password but it failed, and the station continued to experience slow application launches after reboot. After that a technical support specialist (tss) worked with the fse to diagnose why the auto-launch of the application was not functioning on station. Then confirmed a reboot prevented the application from launching; however, performed a knowledge article (ka) ¿medapplication not launching automatically; station at blue screen¿ which resolved the issue. After the reboot, the customer confirmed that the application successfully launched on the station. The system functioned as intended after the technical support specialist and field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was not launching. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, application was not launching. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.